Event description:
It was reported that the customer received multiple occlusion alarms. The cartridges and infusion sets would sometimes be used up three days. The customer's blood glucose level was 250 mg/dl. The customer changed the site and cartridge. Tandem technical support was unable to perform a system check as the customer was not currently receiving an occlusion alarm.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.